Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they dont know which serial number the lead would be. It was the right lead. The determination was unknown. When the healthcare provider (hcp) removed it from the old implantable neurostimulator (ins) he said it looks worn and/or frayed compared to the other. Hcp was not going to remove or replace it since the patient was doing fine with just the one lead. The old ins was explanted per normal end of service.

Manufacturer narrative:
Concomitant medical products: other applicable components are the leads. Product ID neu _unknown_lead serial# unknown. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was to ask about programming lead configuration information on the ins. The caller reported that they were in a case to replace the ins. The caller reported that the leads on the right side (8-15) were all out of range, displaying red x icons when the connectivity test was completed. During the call the first time that the connectivity test was completed all the electrodes except 2 and 3 were red when the connectivity test was conducted. The second time the test was completed the caller indicated that electrodes 0-7 was displaying the green indicator. The issue was not resolved through troubleshooting. Technical services (tss) reviewed programming information with the caller. Additional information was received from a manufacturer representative (rep). The rep reported that the right lead was not working, with extension. They were able to use left lead and cover pain areas. Patient is using a low dose hybrid therapy for pain. Healthcare provider (hcp) stated that the end of lead looked somewhat "frayed." No actions/interventions are to be taken as patient still has significant pain relief. The issue is resolved.